Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed all supplies to address the issue. Reportedly, customer occasionally using cold insulin. Customer¿s blood glucose was 303 mg/dl at the time of event. A replacement pump was sent to the customer to resolve the issue.